Event description:
The following has been reported: biomed reported: ticket stated, "service needed". Cleaned and ran test infusion. No alarms. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for sticky valves. Fva pins were observed to be dragging. One of the bag hooks is missing and will need to be replaced. A mock infusion was run and the device displayed no problems or alarms. The device was opened to inspect for internal damage. No internal damage was found. A significant amount of gunk and debris was found on the pins and the channels. The fva pins and their channels were cleaned using alcohol. A mock infusion was run again and no alarms or failures were present.